Event description:
It was reported that during a bladder suspension procedure, the needle detached from the tape. This occurred when pulling the needle through the abdomen. There were no adverse patient consequences reported.